Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a curved blade broken at its mid-section. A piece measuring approximately 7.0mm x 2.1mm in size was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted lower pancreatic and duodenal radical treatment procedure, the head of the harmonic ace instrument broke and a fragment fell inside the patient. The surgeon was dissecting when the device reportedly broke. The device fragment was retrieved using a cadiere forceps instrument and confirmation of retrieval was confirmed by visually piecing the pieces together. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically using a back-up harmonic ace instrument. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation.